Event description:
As reported: "during variax extraction, one screw was unable to be removed. The surgeon broke the screw head and tried to remove the screw shaft with a crown reamer, but the screw was twisted off in the process, so she closed the wound leaving about 2/3 of the screw shaft in the patient's bone. The procedure was delayed by 30 min."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.